Manufacturer narrative:
A database search for this product found one report dated 11/17/05 for this custom product. It was a general report for disconnects and there were no reports of adverse pt incidents. At the time of the report, the circuit was re-evaluated with the customer. It was determined that the tubing required bonding at the y join due to the customer's desired component configuration being too heavy. There have been no other reports since the above action.

Event description:
Maude event report rec'd from FDA on 01/31/07 that states the following: event date 2005. Event description: volun 2006: anesthesia breathing circuit came disconnected from its own components while connected to a pt who was anesthetized and was being mechanically ventilated. Reporter noticed the problem and reconnected the circuit. This happened spontaneously, twice. Reporter has not had this problem with other brands of breathing circuits. No evidence of adverse effect on pt's health due to quick correction of product problem. This has happened with several other circuits made by medline that reporter has used. Volun the following month: (exact same wording as above for the previous month). A customer contact was not provided in the maude report. This model number, however, is a custom product made for only one user facility. The year within the report changes from 2005 to 2006.